Manufacturer narrative:
Evaluation of complaint data for the product and likely cause lots identified normal complaint activity and the ticket trending review determined that there are no adverse trends. No additional issues identified. A review of labeling concluded that the issue is sufficiently addressed. The performance of the likely cause lots was investigated by completing a review in the CAPA system for non-conformances, potential non-conformances and deviations related to the likely cause lots. This review did not reveal any non-conformances, potential non-conformances or deviations. A customer data review for alinity s chagas reagent, ln 6p08-50, lots 25291be00 and 26408be00 was performed. The analysis included initial reactive rates, repeat reactive rates and specificity (assuming zero prevalence) at the account and us whole blood peer sites. The specificity and reactive rate performance of lots 25291be00 and 26408be00 at the account is within product requirements and comparable to the performance of the same lots at peer sites. Further, a review of the overall monthly reactive rates from 01/2021 to 10/2021 was performed. The review demonstrates that reactive rates were relatively higher in august 2021 as compared to june and july, however within the range of historical performance at the account and within product requirements as well as within the 95% confidence interval documented in the package insert. Based on this investigation, alinity s chagas reagent lots 25291be00 and 26408be00 are performing as expected. Based on the information within the complaint record, the devices met performance specifications and performed as intended at the customer site as the obtained reactive rates and specificity were within product requirements. Further, a systemic issue and/or product deficiency was not identified.

Event description:
Additional information was provided. October 2021 data showed repeat reactive alinity s chagas results on samples with confirmatory testing for sids (B)(6) was indeterminate. Confirmatory testing for sids (B)(6) was negative. No specific donor information was provided. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A followup report will be submitted when the evaluation is complete.

Event description:
The account generated repeat reactive alinity s chagas results on samples that repeated indeterminate or negative with confirmatory testing in (B)(6) 2021. Sid: (B)(6) tested confirmatory indeterminate. Sid: (B)(6) tested confirmatory indeterminate. Sid: (B)(6) tested confirmatory negative. Sid: (B)(6) tested confirmatory indeterminate. No specific donor information was provided. No impact to patient management was reported.

Event description:
Additional information was provided. September 2021 data showed alinity s chagas repeat reactive samples with confirmatory chagas (cesa) negative or indeterminate. Sid (B)(6) tested confirmatory negative. Sid (B)(6) tested confirmatory indeterminate. Sid (B)(6) tested confirmatory indeterminate. Sid (B)(6) tested confirmatory indeterminate. No specific donor information was provided. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A followup report will be submitted when the evaluation is complete.